Event description:
It was reported that during the implant procedure, the helix was extended when removed from the packaging. The physician decided to screw the helix in the lead and try to implant the lead. The physician attempted to insert the lead through the vena cephalica, but it was not possible. The physician decided to bring in the lead through an introducer. When the lead was removed it was noted the helix was extended again, approximately 2 turns. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, blood was observed in/on the helix/lobe mechanism.